Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass the pre-use check (puc) due to internal leakage test failure. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. The device logs have not been provided for further investigation. Readout from eeprom memory data of received pressure sensor did not show abnormality. The returned pressure transducer circuit board has been tested in a ventilator. The ventilator failed the pre-use check with internal leakage test sequence failed. Under simulated use test, the ventilator alarmed for airway pressure high, and then after a while it stopped ventilating. The zero pressure voltage has been measured using a multimeter which showed 2,033 [v] which is a normal value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift a microscopic investigation shows that the membrane inside the sensor's cavity was clean and without any damage. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).